Manufacturer narrative:
The pump passed the displacement test, sleep current test and active current test. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Charge/battery lasts less than expected not confirmed. P-cap/reservoir locked properly in place. Insulin pump received with cracked belt clip rail case corner. Insulin pump received with pillowing keypad overlay. Insulin pump received with serial number label damaged/faded. Insulin pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had large crack on the area where the battery is inserted. No harm requiring medical intervention was reported. The device will be returned for analysis.